Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained fluid with black appearance. Black material was observed within the device. White, red, and yellow material were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring approximately 0.9 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black, white, red, and yellow material observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: pc-000286413 this report contains supplemental information for mentor asr reference number 1-z286rb. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with mentor siltex contour profile moderate 350cc saline breast prostheses when the right breast prostheses deflated after implantation. In addition, the patient developed rippling in both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis. This report contains supplemental information for mentor asr reference number 1-z286rb.